Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is presumed the likely cause of the reported malfunction identified during device inspection is traced to expected or random component failure without any design or manufacturing issue. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The duodenovideoscope was returned to the service center with a report of a failed leak test. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing- a pinhole was observed on the cement of the objective lens. There was no patient involvement.